Event description:
The patient reported that 2 months after implant, patient started feeling pain in legs. It eventually moved into arms. The patient has seen medical doctors, cardiologist, chiropractor and has had several tests done to diagnose this pain. The patient thinks it could be the pacemaker since it started after implant. The patient thinks it could possibly be an allergic reaction to the device as well. The cardiologist has ruled out the pain being related to the pacemaker implant. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.